Manufacturer narrative:
Investigation: on december 12, 2023, a positive blood culture sample was tested on the biofire bcid2 panel. The biofire bcid2 panel reported s. Aureus as detected. The biofire bcid2 panel was positive for s. Aureus and mrej but negative for meca/c, resulting in a not detected result for 'meca/c and mrej (mrsa).' Note that the biofire bcid2 panel will only report a detected result for 'meca/c and mrej (mrsa)' if s. Aureus, mrej, and meca/c assays are all positive. Due to the biofire bcid2 panel result, the patient's appropriate treatment was delayed. No serious injury or death was reported. Biofire's investigation into this event is ongoing and further information has been requested from the customer. The full investigation and associated conclusions will be provided in the supplemental report. No remedial action, corrective action, preventive action, or fsca has been deemed necessary at this time. Conclusion: investigation ongoing.

Event description:
Summary: a potential false negative methicillin-resistant staphylococcus aureus (mrsa) result on the biofire blood culture identification 2 (bcid2) panel occurred on (B)(6) 2023 after testing a patient blood culture sample. Due to the biofire bcid2 panel result, the patient's appropriate treatment was delayed. No serious injury or death was reported. Biofire has requested further information from the customer and is currently investigating this event. No remedial action, corrective action, preventive action, or field safety corrective action (fsca) has been deemed necessary at this time.

Manufacturer narrative:
Investigation: the patient was an 81-year-old female who presented with clinical symptoms of leukocytosis (wbc 15.5), subjective fever to 101, and pain/drainage at incision site of recent lumbar surgery from a few weeks prior. On (B)(6) 2023, treatment with bactrim was initiated for the patient (as an outpatient) for postop lumbar wound infection. On (B)(6) 2023, the patient was admitted to the hospital and treatment with bactrim was continued. On (B)(6) 2023, gram-positive cocci were observed on gram stain. On (B)(6) 2023, a positive blood culture sample was tested on the biofire bcid2 panel. The biofire bcid2 panel reported s. Aureus as detected. The biofire bcid2 panel was positive for s. Aureus and mrej but negative for meca/c, resulting in a not detected result for 'meca/c and mrej (mrsa).' Note that the biofire bcid2 panel will only report a detected result for 'meca/c and mrej (mrsa)' if s. Aureus, mrej, and meca/c assays are all positive. On (B)(6) 2023, due to the biofire bcid2 panel result, treatment with bactrim was stopped and treatment with cefazolin was initiated. On (B)(6) 2024, mrsa was recovered from culture and treatment with vancomycin was initiated for the patient. Due to the biofire bcid2 panel result, the patient's appropriate treatment was delayed. The final diagnosis of the patient was mrsa bacteremia due to lumbar surgical site infection with hardware. No serious injury or death was reported. In house investigation: the customer provided additional run files to review instrument and pouch performance. Upon review, the pouch anomalies had been observed solely on filmarray 2.0 instrument (serial number # (B)(6)). The instrument was requested for service, however, upon completion of service the root cause of the false negatives could not be identified, as the service team was unable to reproduce the customer's discrepancy. A total of (B)(4) biofire bcid2 panel pouches were also tested on the filmarray 2.0 instrument (serial number # (B)(6)), where all target assays on the biofire bcid2 panel were expected to be positive. The objective of this test was to determine if the issue could have occurred intermittently. The additional testing was completed on july 11, 2024, however, the pcr signatures leading to false negative results observed at the customer site were not observed in any of the biofire bcid2 panel runs. Conclusion: the investigation concluded that the most likely cause for the false negative mrsa result on the biofire bcid2 panel was a pouch anomaly, however, the root cause of the pouch anomaly is unknown. The customer was provided a replacement instrument (serial number # (B)(6)) on may 13, 2024, and has not reported any additional false negatives. Biofire is continuously monitoring the manufacturing process and has controls in place to ensure product is manufactured to the highest quality. Each biofire reagent lot is qualified prior to product release; this qualification includes a high statistical-confidence sampling to confirm that the kit components released for customer use are conforming. The pouch qc records for lot# 30ly23 were reviewed and passed all qc metrics indicating it was manufactured within specification. Currently, no similar complaints from other customers using pouch lot# 30ly23 have been received.

Event description:
Summary: a potential false negative methicillin-resistant staphylococcus aureus (mrsa) result on the biofire blood culture identification 2 (bcid2) panel occurred on (B)(6) 2023 after testing a patient blood culture sample. Due to the biofire bcid2 panel result, the patient's appropriate treatment was delayed. No serious injury or death was reported. The investigation concluded that the most likely cause for the false negative mrsa result on the biofire bcid2 panel was a pouch anomaly, however, the root cause of the pouch anomaly is unknown.

Event description:
Summary: a potential false negative methicillin-resistant staphylococcus aureus (mrsa) result on the biofire blood culture identification 2 (bcid2) panel occurred on (B)(6) 2023 after testing a patient blood culture sample. Due to the biofire bcid2 panel result, the patient's appropriate treatment was delayed. No serious injury or death was reported. Biofire has requested further information from the customer and is currently investigating this event. No remedial action, corrective action, preventive action, or field safety corrective action (fsca) has been deemed necessary at this time. Update for follow-up report: biofire is still investigating this event in order to determine the root cause. The full investigation and associated conclusions will be provided in the final report

Manufacturer narrative:
Investigation: on (B)(6), 2023, a positive blood culture sample was tested on the biofire bcid2 panel. The biofire bcid2 panel reported s. Aureus as detected. The biofire bcid2 panel was positive for s. Aureus and mrej but negative for meca/c, resulting in a not detected result for 'meca/c and mrej (mrsa).' Note that the biofire bcid2 panel will only report a detected result for 'meca/c and mrej (mrsa)' if s. Aureus, mrej, and meca/c assays are all positive. Due to the biofire bcid2 panel result, the patient's appropriate treatment was delayed. No serious injury or death was reported. Biofire's investigation into this event is ongoing and further information has been requested from the customer. The full investigation and associated conclusions will be provided in the supplemental report. No remedial action, corrective action, preventive action, or fsca has been deemed necessary at this time. Update for follow-up report: biofire is still investigating this event in order to determine the root cause. The full investigation and associated conclusions will be provided in the final report. Conclusion: investigation ongoing.